Event description:
It was reported that during a laparoscopic colon procedure, the device did not release after firing. Another like device was used to complete the procedure. There was no patient consequence.